Event description:
It was reported that when shaping the guide wire tip during preparation of the hi-torque balance middle weight (bmw) hydro guide wire, the tip broke off. There was no patient involvement. Another guide wire was used to complete the procedure. There was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported tip separation was not confirmed. Follow up confirmed the correct device was returned. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.